Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with a low blood glucose (bg) level of 33 mg/dl. Reportedly, customer was stacking insulin, which subsequently decreased their bg level. Reportedly, customer experienced a seizure. Customer was treated with glucagon injection. To address bg level. Customer was released from hospital on 4/8/23 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.